Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 420mg/dl. The caller stated that the device was exposed to a strong magnetic field. The customer stated that he took steroids after the MRI, which caused the glucose level to increase. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase. Unable to confirm the motor error alarms. The device was received with cracked case at the display window corners and battery tube threads as well with scratched screen.